Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient awaiting surgery for a durable left ventricular assist device (lvad) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during the set up for the impella 5.5, the medical team encountered automated impella controller (aic) purge disc issues. The purge disc was inserted during pump set-up, but the purge disc was not detected. A new aic was used, and the same cassette was successfully used in the new aic. There was no reported harm to the patient as a result of the aic issue. The patient remained on impella 5.5 support with the new aic with no further complications until the patient was successfully weaned and explanted during surgery for a lvad.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.